Event description:
It was reported that the pt has expired in 2008, after an approximate implant duration of 0.6 months, due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned implant pt registry.

Manufacturer narrative:
Device not returned.